Event description:
The customer reported via phone call that she had issues with her sensor. Customer's blood glucose was 155 mg/dl. Customer had a history of a high blood glucose of 400 mg/dl. Customer stated that her blood glucose is usually around 300-390 mg/dl. Customer was advised to call next time the issue occurs.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).